Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air inside the door of a homechoice device. This occurred during drain two of five of peritoneal dialysis therapy. The patient had received a low drain volume alarm. The renal therapy services (rts) had the hp adjust positions several times, but the drain volume was not increasing. The rts helped the hp to stop therapy early and, per the patient, there was 'air inside the cassette behind the door.' The hp restarted therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.